Event description:
The customer reported that the insulin pump had an error. Advised that the insulin pump would be replaced and revert to back up plan. The customer's blood glucose reading was 201mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.